Manufacturer narrative:
Additional information was provided in d9 (date device returned to manufacturer). B5 (event description) was updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59-year-old male patient was admitted for acute mi cardiogenic shock. The patient was on va ECMO, and an impella cp was added. He underwent high risk pci with stent placement. Had long ventricular tachycardia runs which were shocked by his implanted defibrillator. He did have some suction alarms necessitating the volume administration. An echo was done which confirmed good placement. The patient went to the or on (B)(6) 2025 and had the cp upgraded to a 5.5 with continued ECMO support. Waveforms appeared unusual with lv waveforms elevated and flows falsely high. The pump had sudden higher motor current number and flows went up to 4.3 on p4. The 5.5 was removed and the surgeon removed white fibrin stretchy clot from the motor housing. The impella was replaced with a new 5.5 and flows more appropriate. No further information on this patient noted. The tachycardia could have been from the impella device; however, this patient was also admitted in cardiogenic shock and was also on concomitant ECMO so unable to confirm. The white fibrin around the motor housing could have been from old clot, lower anticoagulation (none documented) or from ECMO sluggish circulation so unable to attribute this to the impella device. During impella 5.5 support, falsely high 'saturated' pump flow was reported. The pump was removed replaced with a second impella 5.5 and support contiued. On explant, fibrous clot was observed at the motor housing of the removed pump.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 59-year-old male patient was admitted for acute mi cardiogenic shock. The patient was on va ECMO, and an impella cp was added. He underwent high risk pci with stent placement. Had long ventricular tachycardia runs which were shocked by his implanted defibrillator. He did have some suction alarms necessitating the volume administration. An echo was done which confirmed good placement. The patient went to the or on (B)(6) 2025 and had the cp upgraded to a 5.5 with continued ECMO support. Waveforms appeared unusual with lv waveforms elevated and flows falsely high. The pump had sudden higher motor current number and flows went up to 4.3 on p4. The 5.5 was removed and the surgeon removed white fibrin stretchy clot from the motor housing. The impella was replaced with a new 5.5 and flows more appropriate. No further information on this patient noted. The tachycardia could have been from the impella device; however, this patient was also admitted in cardiogenic shock and was also on concomitant ECMO so unable to confirm. The white fibrin around the motor housing could have been from old clot, lower anticoagulation (none documented) or from ECMO sluggish circulation so unable to attribute this to the impella device. During impella 5.5 support, falsely high 'saturated' pump flow was reported. The pump was removed replaced with a second impella 5.5 and support continued. On explant, fibrous clot was observed at the motor housing of the removed pump. This event is considered reportable per sop-ra04-f002.